Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that the introducer and the dilator did not fit properly, showing different sizes. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction: device evaluation summary: visual inspection shows no outward signs of any damage. The dilator od and the hemostasis cap ID were measured using a keyence scope. Hemostasis cap ID - was measured to be 0.198 inches, specification, 06688 has the ID to be 0.202 +/- 0.005 inches dilator od - was measured to be 0.207 inches, specification, 06818 has the od to be 0.210 +0.002/-0.004 inches the dilator was inserted into the hemostasis cap and when the dilator tip was pushed it did not appear to move easily it was tapped on the tip with little to no movement noted reason for the return was not confirmed. Correction h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage. Performance analysis: the dilator outer diameter (od) and the hemostasis cap inner diameter ( ID) were measured hemostasis cap ID - was measured to be 0.198 inches, specification, 06688 has the ID to be 0.202 +/- 0.005 inches dilator od - was measured to be 0.207 inches, specification, 06818 has the od to be 0.210 +0.002/-0.004 inches the dilator was inserted into the hemostasis cap and when the dilator tip was pushed it did not appear to move. Conclusion: reason for the return was visually confirmed. Correction.d.3 MFR name and address updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.